Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula on the vein side. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 8 atmospheres for 30 seconds. The device was removed without any problem and was replaced for another of the same model to complete the procedure. There were no complications reported, and patient status was stable.